Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the pocket was failed to open.there were no delay and adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket a4 in drawer 1.2 of the auxiliary unit was not releasing. A field service engineer attempted to release the pocket using diagnostics, but the attempt was unsuccessful. Then powered down the station and opened the drawer for further inspection. After removing the tray, discovered a loose screw underneath that had made contact with the wire connected to the release mechanism, causing it to burn and sever. Replaced the damaged tray with a new one, powered the station back on, and successfully recovered the pocket. The drawer then passed the diagnostic test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the pocket was failed to open. There were no delay and adverse events or injuries reported based on this incident.